Manufacturer narrative:
The hospital did not involved the local dräger s&s organization into any follow-up measures. Dräger contacted the hospital to obtain further information but the contact person named in the ufr could not provide any additional details. Hence, the reported shut-down can neither be confirmed nor denied and, a case-specific evaluation is not possible. The following can be concluded: the issue in general does not incorporate a previously unidentified or falsely assessed risk since the device has reportedly posted an alarm. If indeed a shut-down has occurred it may have been related to component malfunction, infrastructure problems, use error or lack of maintenance or a combination of these factors. Age of the device and state of preventive maintenance is not known to dräger since no s/n was transmitted and the device is not under a service contract. It is recommended to have the device checked by trained service personnel.

Event description:
It was reported that the device suddenly posted an alarm during a running ventilation episode and shut down. It was reported that patient's oxygen saturation and blood pressure returned to normal after introduction of another ventilator so it must be assumed that a temporary desaturation has occurred due to the interrupt in ventilation. It was stated in the ufr that no health consequences have resulted from the event, finally. The provided serial no. Cannot be found in our system, therefore the unique device identifier (UDI) of the affected product could not be determined. We will request information on the serial number and if this attempt leads to an UDI, we will submit a follow-up report.